Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter was 69.8mm. The proximal aortic neck was 24.3-31.5mm in diameter, and 30mm long. The infrarenal neck angle was 44 degrees. The right iliac diameters were 10.3-13.9-14.5mm. The left iliac diameters were 14.8-16.4-13mm. The femoral arteries were 9-10mm in diameter. There was mild calcification in the proximal aortic neck, and moderate calcification in both iliac arteries. It was reported that intra-operatively the main body stent graft would not track through the artery. Another manufacturer¿s sheath was used to dilate the artery. The main body was then successfully positioned and partially deployed. When attempting to implant the contralateral limb, the patient¿s mean arterial pressure suddenly dropped to approximately 40 mmhg. The patient was given blood, and the pressure returned to normal. The physician then successfully implanted the contralateral limb, finished deployment of the ipsilateral limb, and implanted an ipsilateral extension. Total estimated blood loss during the procedure was 300cc. The physician stated that the cause of the sudden drop in pressure is unknown. No additional clinical sequelae were reported, and the patient was stable after the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hypotension); (insufficient information; cause of the sudden drop in arterial pressure is unknown). Conclusions: known inherent risk of a procedure (hypotension); (insufficient information; cause of the sudden drop in arterial pressure is unknown).